Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field - d10. A getinge field service report (fse) inspected the unit and replaced the top level display assembly. The unit passed all functional and safety test per manufacturer specifications and return to customer for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. No patient was involved.